Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial artery. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient condition was stable. It was further reported that the 60% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. It was noted that the balloon was ruptured during second inflation at 24 atmospheres for 30 seconds.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device was returned for analysis. The customers sheath was not returned with the device. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Three partial balloon circumferential tears were identified in the mid region of the balloon material. This type of damage most probably occurred when the device was being withdrawn through the sheath/guide. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip of the device. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and microscopic examination found both markerbands to be undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial artery. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient condition was stable. It was further reported that the 60% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. It was noted that the balloon was ruptured during second inflation at 24 atmospheres for 30 seconds.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial artery. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient condition was stable.